Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the cartridge has been returned and was evaluated by product analysis on 01/22/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A leak test was performed without failures; no leaks were observed from the cartridge including the luer connection and o-rings. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was 518 mg/dl with nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported there was a cartridge luer lock leak with one cartridge. It was reported that the cartridge was secured properly to the infusion set and that the issue was not noticed prior to use. This complaint is being reported because the alleged hyperglycemia was due to a cartridge malfunction.